Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a potential inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was thought the oversensing due to noise was consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Technical services (ts) was consulted to review the data and agreed that the signal appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Ts discussed further troubleshooting and programming options. The patient was brought in for testing and myopotential noise was seen in every vector. However, the s-ICD correctly identified the noise. The physician opted to have the s-ICD reprogrammed from primary to secondary sensing vector. X-rays were taken and sent to ts for review. Additional information was received that upon review of the x-ray ts noted full insertion of the electrode into the header of the s-ICD and that both the electrode and device may be more superficial than optimal. The x-ray also showed that the can may be close to armpit which may make the system more susceptible to myopotentials, especially if secondary vector will be used. Ts stated that the latest x-ray appeared to show different device placement. It was discussed that if the device and electrode were implanted at same time and there was no procedure in the meanwhile, rotation of the can seems to have occurred. Higher shock impedance of 110 ohms was noted. Ts discussed that there is currently no updated data so they are unable to compare impedance measurements at induction to the current value and also unable to comment further on the myopotential noise that was seen. Ts discussed that with the current shock impedance value and possible can rotation, shock efficacy may be compromised. Ts discussed that further evaluation of the system as there is still a possibility of inappropriate therapy, lack of therapy, non-conversion and therapy delays. Ts also discussed that suture count for the device when implanted should be investigated and the patient be enrolled in remote home monitoring. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received a potential inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was thought the oversensing due to noise was consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Technical services (ts) was consulted to review the data and agreed that the signal appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Ts discussed further troubleshooting and programming options. The patient was brought in for testing and myopotential noise was seen in every vector. However, the s-ICD correctly identified the noise. The physician opted to have the s-ICD reprogrammed from primary to secondary sensing vector. X-rays were taken and sent to ts for review. Additional information was received that upon review of the x-ray ts noted full insertion of the electrode into the header of the s-ICD and that both the electrode and device may be more superficial than optimal. The x-ray also showed that the can may be close to armpit which may make the system more susceptible to myopotentials, especially if secondary vector will be used. Ts stated that the latest x-ray appeared to show different device placement. It was discussed that if the device and electrode were implanted at same time and there was no procedure in the meanwhile, rotation of the can seems to have occurred. Higher shock impedance of 110 ohms was noted. Ts discussed that there is currently no updated data so they are unable to compare impedance measurements at induction to the current value and also unable to comment further on the myopotential noise that was seen. Ts discussed that with the current shock impedance value and possible can rotation, shock efficacy may be compromised. Ts discussed that further evaluation of the system as there is still a possibility of inappropriate therapy, lack of therapy, non-conversion and therapy delays. Ts also discussed that suture count for the device when implanted should be investigated and the patient be enrolled in remote home monitoring. Additional information provided from the field indicated this electrode continued to exhibit high shock impedance measurements up to 164 ohms. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient received a potential inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was thought the oversensing due to noise was consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Technical services (ts) was consulted to review the data and agreed that the signal appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Ts discussed further troubleshooting and programming options. The patient was brought in for testing and myopotential noise was seen in every vector. However, the s-ICD correctly identified the noise. The physician opted to have the s-ICD reprogrammed from primary to secondary sensing vector. X-rays were taken and sent to ts for review. Additional information was received that upon review of the x-ray ts noted full insertion of the electrode into the header of the s-ICD and that both the electrode and device may be more superficial than optimal. The x-ray also showed that the can may be close to armpit which may make the system more susceptible to myopotentials, especially if secondary vector will be used. Ts stated that the latest x-ray appeared to show different device placement. It was discussed that if the device and electrode were implanted at same time and there was no procedure in the meanwhile, rotation of the can seems to have occurred. Higher shock impedance of 110 ohms was noted. Ts discussed that there is currently no updated data so they are unable to compare impedance measurements at induction to the current value and also unable to comment further on the myopotential noise that was seen. Ts discussed that with the current shock impedance value and possible can rotation, shock efficacy may be compromised. Ts discussed that further evaluation of the system as there is still a possibility of inappropriate therapy, lack of therapy, non-conversion and therapy delays. Ts also discussed that suture count for the device when implanted should be investigated and the patient be enrolled in remote home monitoring. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information provided from the field indicated this electrode continued to exhibit high shock impedance measurements up to 164 ohms. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into the insulation. No other anomalies were noted visually with the electrode. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.